Event description:
Medical center is using carefusion maxplus clear needle free connectors on all central lines. Valve appears to be malfunctioning in a number of pts. As the flush syringe is disconnected (after flushing), the blue interior of the valve fails to spring back into position quickly, or at all. One pt actively had blood backing up inside the PICC to which the valve was affixed. Dates of use: (B)(6) 2012.